Manufacturer narrative:
Although it has been stated that the used device will be returned for eval, it has not yet been received by the MFR. Therefore, a failure analysis is not yet available. Upon eval of the device/completion of the investigation, a follow-up medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
As reported, the tubing of the high pressure contrast injection line broke off from the injection syringe during an injection, spraying blood. There was no reported injury. The used contrast injection line is being returned for eval.